Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® flashback blood collection needle there was insufficient blood flow. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the fbn, it found that the fbn has insufficient blood flow issue.

Manufacturer narrative:
H.6. Investigation: bd received 2 used samples and 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for insufficient blood flow with the incident lot was not observed. Additionally, both customer samples were evaluated by visual examination and the indicated failure mode for insufficient blood flow with the incident lot was not observed. Inspection for clogged needle and sleeve function test could not be done as the returned samples have already been used. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use with a bd vacutainer® flashback blood collection needle there was insufficient blood flow. The following information was provided by the initial reporter, translated from chinese to english: when using the fbn, it found that the fbn has insufficient blood flow issue.